Event description:
Device is in pulmonary position. Physician would like to know why there is pi. In addition, moderate regurgitation is noted, and physician would like to know why. Device not explanted however, a echocardiographic study will be sent back for review.

Manufacturer narrative:
Device not returned.